Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with the same model and was returned for analysis. Additional information from the field representative provided this ra lead was explanted due to an impedance measurement of greater than 3,000 ohms and high thresholds. Device analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.